Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lancet was protruding past the end cap. The lancet was properly seated. No adverse event alleged. A request was made for the return of the device. Lot not provided.